Manufacturer narrative:
The ge rep evaluated the system and manually repositioned l-arm. Customer is removing the system from the site.

Event description:
Customer reported the l-arm will not rotate. No pt injury was reported.